Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they had frozen screen, time clock anomaly and keypad anomaly. The customer¿s blood glucose level was 192 mg/dl at time of incident. The customer reported that the insulin pump had frozen screen. It was reported that the buttons had no response. The customer reported that the time clock was not advancing. The troubleshooting was performed and was advised to hold the back button for 20 seconds and pump screen turned off. The customer reported that they had encountered multiple pump errors, but was able to clear all of them. The insulin pump will not be returned for analysis.